Event description:
Per the clinic, the patient developed a cholesteatoma. The device was explanted (B)(6) 2011. It is unknown if there are plans to reimplant the patient with a new device. The manufacturer became aware upon receipt of the explanted device on (B)(6) 2012.

Manufacturer narrative:
This report was filed (B)(4) 2012.